Manufacturer narrative:
(B)(4). Concomitant medical product: oss 7cm segmental femoral lt, catalog: 150355, lot: 968290; oss cemented im stem 9mmx90mm, catalog: 150358, lot: 475610; oss tibial poly bearing 20mm, catalog: 150414, lot: 996870; oss mod tib baseplate 71mm, catalog: 150422, lot: 968750; oss poly tibial bushing, catalog: 150476, lot: 238810; oss poly femoral bushings 2pk, catalog: 150477, lot: 195730; oss poly lock pin, catalog: 150478, lot: 195670; oss axle catalog, catalog: 150480, lot: 243350; oss reinforced yoke, catalog: 150493, lot: 461150; cps nut co-cr-mo alloy, catalog: 178512, lot: 939510; cps transverse pin 6pk 40mm, catalog: 178529, lot: 898500; cps centering sleeve 17mm, catalog: 178539, lot: 303390; cps lg sht spdl w pins 600lbf, catalog: 178369, lot: 501190; cps/oss 5cm tpr adapt w/oss sc, catalog: 178711, lot: 706750. Report source: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision of a femoral salvage compress approximately seven months post implantation system due to the spindle fracturing and a lack of bone ingrowth. No additional information is available.

Manufacturer narrative:
Reported event was confirmed by review of provided radiographs as well as visual inspection of the returned anchor plug confirms that the anchor plug fractured. The fractured portion is seen attached to the spindle connection. Returned device was sent for sem evaluation, which states that the fracture surface¿s artifacts suggest a fatigue fracture. Xrf scan verifies that the material is conforming the device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported.